Manufacturer narrative:
Reported event: an event regarding instability involving an unknown triathlon insert was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient was revised due to instability. It is also noted that the surgeon opted to implant a 3x16 ts femur without the post (patient was consented for a poly exchange but not a knee revision, so the ps femoral component was not revised. Surgeon was notified such usage was off-label and proceeded. The event could not be determined because insufficient information was provided. Further information such as device identification and return, pathology reports, pre- and post-operative x-rays and the revision operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported that the patient's right knee was revised due to tightness in the joint. Original plan was to revise a 3x11 ps insert to a 3x9 ps insert. However, after performing releases, the knee was reported as grossly unstable in varus and valgus, and the joint was loosened. The surgeon opted to implant a 3x16 ts femur without the post (patient was consented for a poly exchange but not a knee revision, so the ps femoral component was not revised. Surgeon was notified such usage was off-label and proceeded).